Event description:
Allergan aesthetics received a report of a patient treated the abdomen and chest on (B)(6) 2016 and (B)(6) 2016 with coolsculpting legacy coolcore has developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment and presented with paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report of a patient treated the abdomen and chest on (B)(6) 2016 with coolsculpting legacy coolcore has developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
H11: corrected data.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 2. Aware date should have been listed as 6/27/2023. Clarification to b3 partial date of event: "august 2017" was provided.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the chest and lower abdomen on (B)(6) 2016 and (B)(6) 2016 using the legacy coolcore system applicator(s), who developed paradoxical hyperplasia (ph) after treatment.